Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was 250-290 mg/dl. The supplies to the pump had been changed and another occlusion alarm had occurred. Tandem technical support had the contact perform a system check and the occlusion appeared to be within the cartridge.